Event description:
It was reported that the patient heard the patient alert due to electrical reset. The device was interrogated and power on reset (por) was cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data that collected from the device and have analyzed the data. Power on reset (por) - power on reset parameters. There was one por for write to locked ram, addr=16d9, data=fa on (B)(4) 2011 18:50:10. There was one patient alert for por on (B)(4) 2011 17:50:10.